Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands could not be deployed. Reportedly, the physician withdrew the device and it was found that the bands were twisted together. The procedure was completed with another speedband superview super 7 device. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.